Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 400 mg/dl. Insulin injections were used to manage the bg level. Tandem technical support performed a system check and found that the tubing needed to be changed. Reportedly, the customer was using novolog cartridge for four days.